Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced chronic pain. The device had been used with bard mesh perfix plug devices. After the original procedure, additional potentially related procedures were performed, including revision.